Event description:
It was reported, the cysto-nephro videoscope had a compromised image. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. There were no reportable malfunctions related to the subject device captured in this complaint. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cysto-nephro videoscope had a compromised image. The issue occurred during an unspecified procedure. There were no reports of patient harm.